Manufacturer narrative:
(B)(4) - no code available - close/grasp. A visual evaluation found that the proximal flared end of the working length extrusion had pulled out of the handle. The working length extrusion had pulled out from underneath the flared end of the secondary extrusion that is just distal to the handle and the cap that secures both extrusions to the handle. The secondary extrusion could not be pulled out from the handle cap. The proximal flare on the working length extrusion was found to be present, but did not appear to fully formed most likely due being pulled out from the handle cap connection. The working length extrusion was placed back into the secondary extrusion and fed up to the distal end of the handle and held in place. A functional evaluation found that the snare loop could be extended and retracted while holding the device as noted. The snare did not fully extend due to the extrusion not being in its correct position in regards to the handle. A review of the device history record was performed for lot number 12847084 and revealed no related issues to this complaint. During the evaluation the extrusion that runs the working length of the device was found to be free from the connection at the distal end of the handle. The proximal flared end of the extrusion was found to be pulled out of the cap connection on the handle. The flare did not appear to be formed correctly. Therefore, the most probable root cause is manufacturing. (B)(4)

Event description:
Note: based on the investigation findings this is now a reportable event. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, during the procedure,outside the patient, the retrieval snare was loose and could not grip strongly. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.